Manufacturer narrative:
This report is submitted on june 23, 2017.

Event description:
Per the clinic, the patient experienced magnet dislodgement following an MRI (tesla unknown). The patient's head was wrapped as an approved indication in europe. Surgery to replace the magnet is planned but has not taken place as of the date of this report.